Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. The patient stated they had four bags connected to the set up and that there was solution in the heater bag and final bag only. The patient noticed that the supply bag had disconnected but had no idea how it occurred. The technical service representative (tsr) had the patient cycle power on the homechoice to clear the alarm. The tsr reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had become disconnected, which is a known cause of the reported alarm. The cause of the disconnection could not be determined from the available information, should additional relevant information become available, a supplemental report will be submitted.